Manufacturer narrative:
Follow up communication with patient¿s physician indicated the patient's visual acuity prior to the implant was noted to be 20/50 with correction and post implant 20/25 and 20/20 with correction and there was no need for a secondary procedure to be performed to correct the symptoms. The corrected implant date is (B)(6) 2013. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
To date, the intraocular lens remains implanted. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
A patient contacted amo reporting she is experiencing debilitating symptoms of blurry, hazy vision, double vision, and is unable to see anything with her left eye. The patient's doctor said she may need to give it some more time as he couldn¿t see anything wrong with her eye. The doctor told her he has never seen a visual adjustment time take more than 3 months. Patient thought at about the 2-3 week time frame postop, her vision was getting better and then it got worse. Currently her vision is stagnant and is not improving or getting any worse. Patient stated she is only b)(6) years old and believes her cataract developed due to constantly being around kids and periodically taking medicine used for conjunctivitis, which she found can cause cataracts. The lens remains implanted and there are no procedures scheduled to address this issue. No further information was provided.